Manufacturer narrative:
Device evaluation summary: monitor (B)(4) and belt (B)(4) were involved in the event on (B)(6) 2015. The patient's equipment was replaced after the event. Monitor (B)(4) and belt (B)(4) were involved in the event on (B)(6) 2015. Belt (B)(4) has not been recovered from the field. Monitor was returned and evaluated at zoll manufacturing corporation. Belt (B)(4) was returned to the distributor and scrapped due to a potential biohazard. Monitor (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Device evaluations included a review of downloaded software flag files on the day of the events and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the alarms, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date & usage of device monitor (B)(4): 05/30/2013; electrode belt (B)(4): 07/01/2014. Monitor (B)(4): (B)(6) 2013; electrode belt (B)(4): (B)(6) 2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital, connected to telemetry, while wearing the lifevest. CPR efforts were performed by the nursing staff. The patient also was reported to have received one treatment shock the day prior, on (B)(6) 2015 and two treatment shocks on (B)(6) 2015. Rapid atrial fibrillation contributed to the first false detection and CPR artifact contributed to the second and third detections. The underlying rhythm at the time is unknown. It is unknown if the patient was conscious during the first shock event, but was reportedly unconscious during the second and third shocks. The response buttons were not pressed during the events. The patient passed away (B)(6) 2015. The patient's nurse also reported being shocked during the events on (B)(6) 2015 while performing CPR. She did not require medical attention. The lifevest provides alarms for bystanders to stand back during treatment sequences.